Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the labeling on packaging of an unspecified access set became illegible. This issue was further described as, ¿ink on the IV tubing package being smeared when being rubbed down with alcohol¿. The labeling issue occurred in the pharmacy clean room prior to patient use. There was no patient involvement. No additional information is available.